Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. What is the lot number? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a circumcision procedure on (B)(6)2023 and suture was used. During the circumcision procedure, the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.